Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and coronary flow obstruction are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. In this case, the exact cause of the too aortic placement cannot be confirmed. It is possible that the mild annular calcification and preserved ejection fraction, contributed to the malposition. In addition, it appears that the too-aortic position of the valve and patient factors (narrow sov) may have caused or contributed to the lca obstruction. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a 29mm sapien xt valve was deployed in a too aortic position and a left coronary artery (lca) obstruction was observed. Ballooning and stenting of the lca were performed. During a transfemoral tavr procedure, the xt valve was initially positioned 60:40 aortic/ventricular (a/v), but the balloon moved up towards the aorta during deployment. The final valve position was 80:20 a/v. The upper edge of xt valve stent was located higher than the lca ostium. Post deployment aortography confirmed proper lca blood flow. The patient left the operating room extubated in a stable condition. Soon after entering ICU, the patient went into cardiac arrest. Cardiac massage and cardioversion were performed and percutaneous cardio-pulmonary support (pcps) was introduced. The patient was immediately transferred to a catheter laboratory for aortography and coronary angiography (cag), which revealed proper blood flow to the lca. However, intravascular ultrasound (ivus) showed a narrowing of lca ostium. Since the upper side of the xt valve half covered the lca ostium, it was difficult to insert a guidewire into the lca. An angioplasty and stent placement were performed. Per the operating physician, since the coronary angiography showed proper blood flow to the lca, it is possible that the lca ostium was completely obstructed when the cardiac arrest occurred, and its blood flow improved by the maneuvers performed. The annular diameter measured 22.6 x 30.0 mm with mild calcification by CT. The sinus of valsalva (sov) diameter = 30 mm and the sinotubular junction (stj) diameter = 28 mm. The patient's had an ejection fraction of 78% and a lca height of 10-12 mm.